Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were. Updated: b4, b5, d4, g3, g4, g7, h1, h2, h3, h6, h10. D4: UDI # (B)(4). G3: foreign spain. The reported event is confirmed. Visual inspection of the returned product identified that the inner cavity was cracked and the outer cavity had stress marks on it. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the inner packaging of the product, that contributes to the sterility of the product, was damage.